Event description:
It was reported that at the user facility the trigger of the device was getting stuck in the on position, a condition in which the device has the potential to run without user activation. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported stuck trigger was not able to be duplicated by a manufacturer repair technician through functional evaluation. However, upon disassembly, fibrous foreign material was found to be jammed in the trigger assembly, which can lead to the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility the trigger of the device was getting stuck in the on position, a condition in which the device has the potential to run without user activation. The user facility was not able to provide any further information regarding the reported event.